Event description:
Further review of the submitted log files captured low power hazard and power cable disconnect alarms on (B)(6) 2025 at 04:16:06 through 04:16:08. The alarms were associated with an interruption of external power to the mobile power unit (mpu). The backup battery functioned as intended and supported the system without interruption. Per the site, it was unknown if the mpu has an ac power cord or if the ac power cord came loose from the wall or the back of the mpu, or if there was an environmental event that would have affected the ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of power cable disconnect and low voltage alarms when connected to the mobile power unit (mpu), serial unknown, was confirmed via the submitted log files. The log files revealed on (B)(6) 2025 at 04:16:06 through 04:16:08, the log file captured low power hazard and power cable disconnect alarms. The alarms were associated with an interruption of external power to the mobile power unit (mpu). The backup battery functioned as intended and supported the system without interruption. The mpu was not returned for testing. A root cause for the reported event could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage hazard alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of power cable disconnect and low voltage alarms when connected to the mobile power unit (mpu), serial (B)(6), was confirmed via the submitted log files. The log files revealed on 12jul2025 at 04:16:06 through 04:16:08, the log file captured low power hazard and power cable disconnect alarms. The alarms were associated with an interruption of external power to the mobile power unit (mpu). The backup battery functioned as intended and supported the system without interruption. The mpu was not returned for testing. Additional information indicated that it is was not documented if the mpu had a v-lock connector, if the ac power cord came loose from the unit or the wall, if any environmental circumstances disrupting power, and that the unit would not be returned. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect and low voltage hazard alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.